Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 2.75x23 mm xience skypoint stent was advanced to the target lesion; however the physician felt as though there was more balloon proximal to the marker on the stent and that the balloon went more proximal in the vessel than it should. The stent was implanted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported misassembled component could not be confirmed as the available evidence of the returned device demonstrated no manufacturing abnormalities. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist: the reviewer concluded that the images of the xience skypoint des 2.75 x 23 rx us provided confirmation that the device balloon, when inflated, did not extend to the end of the proximal stent edge. It appears the stent was fully expanded proximally despite the balloon appearing to be a couple of centimeters distal to the proximal stent edge. A device malfunction is visualized although a probable cause could not be determined. The investigation was unable to determine a conclusive cause for the reported misassembled component. In this case, due to analysis of the returned device and cine results, a conclusive cause for the reported misassembled component and noted failure to fold cannot be determined, as the reported device issue cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.